Event description:
It was reported that the customer experienced ongoing intermittent blood glucose levels of "high"; specific value not provided. Customer delivered a correction bolus via pump, administered a manual injection, changed infusion set, changed cartridge and drank water to address bg. Additionally, it was reported that the customer experienced ongoing intermittent low bg levels of 48-75 mg/dl; cause was unknown. Customer drank soda or administered a glucose shot to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.